Manufacturer narrative:
(B)(4) captures the reportable event of surgery. Information indicates this product is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that during device interrogation at a routine patient follow up, this cardiac resynchronization therapy pacemaker (crt-p) device was found to be in safety mode with limited therapy still available. Boston scientific technical services (ts) provided guidance to the healthcare provider (hcp) that the device needs to be replaced. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.